Event description:
Per the surgeon's report, haemophilus influenzae was cultured during a revision surgery for skin flap breakdown (no date provided). The patient's device was explanted (date unknown).

Manufacturer narrative:
.